Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. Visual examination of the returned device determined the access port tubing connector to be a tapper ii. Allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the event date, implant date, diagnostic testing or pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Healthcare professional reports a leak at the connection between the tube and the access port.